Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The device associated to this report is not expected to be returned for investigation. The customer indicated that the reported failure of no audio was isolated to the speaker assembly by troubleshooting efforts. The customer has elected to order replacement parts for in house repair. Info has been added to the database.